Event description:
It was reported that the had a new meter anomaly on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer was walked through adding her meter ID and setting her meter setting. The customer was advised to call us so we can assist and need assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.